Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight and a broken shell and others. A microscopic analysis was performed which identified, smooth broken on posterior and anterior. Based on the device analysis the final assessment is: smooth broken on posterior and anterior assessed as smooth opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.6, h.6.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.